Event description:
It was reported that the epidural connector broke during use. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual inspection was performed. The two returned parts were inspected, and the investigator found nothing suspicious with the manufacturing of the returned parts. The investigator found out that the parts were damaged due to additional torque applied by the user. The root cause of the reported issue was determined to be related to the customer's impact to the device. A device history record (DHR) review was conducted, which indicated that all inspections were completed, and no issues were noted during manufacture. UDI and 510k are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).